Event description:
According to the reporter, during resection in a laparoscopic pancreatectomy, the surgeon was able to press the safety button but could not squeeze the handle. The device did not fire. To resolve the issue, a new handle and reload were used. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.